Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the cgm high alert is going off every 5 minutes. It is set for snooze time of 120 minutes. The patient has attempted to turn feature off and then back on, and also adjusted snooze time, but issue is not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: the black box and cgm alarm history shows no activity outside of normal use. ¿cs213¿ high bg alert was observed. ¿ez-prime¿ steps were performed correctly, no eaw occurred during the investigation. The pump was paired with a test transmitter, and ¿cs213¿ high bg alert was simulated using a walkabout box with 30min snooze time, the pump gave the appropriate ¿cs213¿ alert exactly 30min post confirmation of the simulated alert. Cgm high bg alert snooze feature is functioning properly, unable to duplicate the complaint. (B)(4).